Manufacturer narrative:
Caller unsure which device produced result. See medwatches with a1 patient for potential systems used.

Event description:
Caller states the patient tested 2.6 inr on the coaguchek xs system and 4.5 inr on a comparison lab. Coumadin was held due to lab result, however, no adverse event reported. Requested return of suspect system and replacement was sent.